Manufacturer narrative:
The reported event of could not tighten or engage the setscrew was not confirmed. Analysis revealed the user of the torque wrench was not making contact with the setscrew. The setscrew has a new untouched appearance. The user was not making contact with the setscrew. The device was found normal.

Event description:
Related manufacturer reference number: 2017865-2024-01749. It was reported that the patient presented for a generator change procedure due to normal battery depletion. During the procedure, it was noted that the chronic left ventricular (lv) lead exhibited an elevated capture threshold. The physician intended to replace the lv lead. During the replacement, it was found that the guidewire was failing to be removed from the new lv lead. An additional attempt to remove the guidewire damaged the new lv lead. Thus, no new lv lead was implanted. Programming changes were made on the chronic lv lead to address high capture threshold. When the physician attempted to connect the chronic lv lead to the new pacemaker, it was found that the pacemaker setscrew exhibited loose connections. The pacemaker was not used. The physician continued with second new pacemaker and completed the procedure. The patient was in stable condition.